Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3237ml. The fill volume was 2000ml. This meets iipv criteria. The nurse could not confirm nor deny whether the patient reported any symptoms of overfill as she did not recall. According to the nurse the patient did not report a drain volume of 3237ml to her. The nurse stated that ever since the fca recall letter patients have been calling in more frequently. The patient received his new cycler and has not reported any issues since. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain: false empty detect and use error, inappropriate bypass of the low drain volume alarm. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.